Event description:
Voluntary medwatch received states that the patient experienced wound dehiscence, device exposure at the chest implant site due to a suspected infection. The patient was hospitalized. The implanted pulse generator system was explanted. No further patient complication was reported as a result of this event.